Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the patient had initial surgery on (B)(6) 2012 and was revised due to pain. Femoral components were revised. It was noted that the components were not loose intraoperatively and tm cones were well intergrated. Tm tibial cone and tm femoral diaphyseal cone are the only tmt design controlled part. Image provided from the surgery shows removal of tm femoral diaphyseal cone.

Manufacturer narrative:
No device was returned for evaluation, therefore only a device history review was performed. Device history records were reviewed for the component and no deviations or anomalies were found. No x-rays or surgical notes were provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. According to the reported event and the image of the implant, tm cones are well integrated to the femoral component. Therefore, it is highly unlikely that the specified device caused the adverse event. A definitive root cause for the reported event could not be determined with the information available. Should additional information be obtained to further this investigation, this report shall be updated.